Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site attempted to load data from usb in cranial 3 but the usb would not populate, he used another usb as well and it didn't work. The site restarted multiple times. Technical services (ts) had the site check it on a window's laptop and there was no file system. Ts had the site format the usb to fat32 and they tried again but it still didn't work. It didn't work on their other system either. No patient present. Medtronic received additional information regarding this issue. The issue only happened in cranial 3.0.2, not ent. Did not test spine application. In administrator appliance, the usb could be loaded and the list of image files could be seen. In cranial, the system did not even recognize that a usb had been connected in the patient import/export dialog. Ts had the clinical specialist (cs) attempt to manually mount the usb using a linux window in the cranial application, using mounting instructions for manual snapshots in kd article "screenshots / capturing screenshots through linux" (article # 000004834). The system did not recognize a usb was connected to manually mount it. The cs stated he would provide the usb with the example patient images for ts testing.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated at that time. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information regarding this issue. Technical services (ts) was able to replicate the issue on the system. The exam would not load from the universal serial bus (usb) on the cranial software, but would load in the synergy and navigation software. In the cranial software they were unable to manually mount the usb using the linus window. Burning exam's to discs worked with no issues. They attempted to use another usb with the same issue, but a third one worked with no problem at all. Ts provided the manufacturer representative with a new usb in exchange for the usb that was not working. The new usb is working for the site with no issues. The old usb may not have been formatted correctly.